Manufacturer narrative:
The initial reporter information was not provided.

Event description:
A pharmacist stated the customer ran blood tests on the contour and received readings of 318 and 326mg/dl, retested on a different meter and the reading was approximately 120mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. Product was not expected to be returned. Strip information was not provided. Product was not replaced.